Event description:
It was reported that during an arthroscopy procedure, it was not possible to remove the obturator from the cannula. The customer removed the device, but the obturator broke in the cannula. This problem occurred outside the patient. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the obturator is fractured away and was not returned, from the base of the hub on the proximal end to the distal tip is stuck, embedded in the cannula. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.